Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, an excess of glue was observed in the flush port of the farawave catheter. The catheter was replaced. The procedure was completed and there were no patient complications. The device is not expected to return as it was disposed.